Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Demand flow control valve of h300 which was used as a reserve was damaged and o2 (oxygen) blew out. Patients using the device did not get hurt because they did not carry helios when trouble occurred. After explosive sound when placing in a room as a spare container, breakage inside the container and leakage of oxygen occurred.

Manufacturer narrative:
The unit was returned for evaluation. This unit was subjected to a pressure much above its design pressure which caused the fracture. There is low safety risk as the valve failed inside the protective shroud and does not fail is a manner that produces shrapnel. Only gaseous oxygen from the dewar head space was released.